Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. The attending intensive care unit (ICU) nurse, the patient experienced signal loss and required hospitalization. The patient was at home on (B)(6) 2022 and was not 'feeling normal'. His wife was concerned and called emergency medical services (ems). Ems performed a bg which was over 500 mg/dl and transported the patient to the hospital. He was treated with insulin and admitted to the ICU. The ICU nurse indicated the patient was obtunded (lethargic, cognitive changes) upon admission. The event occurred the day the sensor had been inserted into the abdomen. The patient was scheduled to be released from the ICU on (B)(6) 2022 and the ICU nurse was inquiring how to start a sensor session. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.